Event description:
It was reported that spherical handle proximal tip broke in the chuck that was being used during the course of acetabular reaming. Reamer and chuck were exchange and reaming continued as normal.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.